Manufacturer narrative:
A follow-up report wil be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was intermittent. There was no patient involvement.